Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) female pt who used poligrip extra strength (formulation (B)(4)) over "several yrs" as a denture adhesive. A physician or other healthcare professional has not verified this report. Concurrent medical conditions included arthritis and detergent allergy. Concurrent medications included an unspecified antidepressant and oestradiol (estrogel). On an unk date, the pt began using poligrip extra strength. Approximately two yrs prior to reporting, the pt began to experience leg pain and fatigue. The pt saw her physician who confirmed that she was "critically anemic" and placed her on an iron supplement. She also had a colonoscopy and a stomach scope because the physician thought there could be some internal bleeding (results not reported). The pt questioned whether poligrip extra strength had anything to do with the events. This case was assessed as medically serious by gsk. Use of poligrip extra strength was reduced. At the time of reporting, the outcome of events was unk.

Manufacturer narrative:
Poligrip extra strength is marketed under the trade name super poligrip ultra fresh in the u.s. Poligrip extra strength is mfg in (B)(4) and the product was not available. (B)(4).